Manufacturer narrative:
On nov 26 2020, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during the visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/fold. A tear was also observed within the crease/fold, measuring approximately 0.3 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no valid lot number was provided, no manufacturing record evaluation could be performed. (B)(4). Reason for device explant and/or reoperation: capsular contracture, deflation. (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with a saline mentor smooth round moderate profile 250cc breast implant and experienced deflation and capsular contracture baker grade unknown on the right side post-operatively. As a result, the patient underwent removal and replacement with mentor saline breast implants (serial numbers (B)(4) on (B)(6) 2020. The lot number reported (1423051) is an unrecognized device lot. If additional information is received regarding the correct lot number, a supplemental report will be submitted.